Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during an atrial lead revision procedure, the patient had no backup pacing support and went asystolic when communication was lost with the merlin pacing system analyzer. Transcutaneous pacing was used in the absence of psa pacing support. Rebooting the programmer and reconnecting the psa resolved the issue.